Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. A revision procedure has been indicated due to unknown reasons; however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Catalog number, lot number and expiration date - unknown; date implanted - unknown ; 510k number - unknown; manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.